Event description:
It was reported that a patient with a 25mm 7300tfx pericardial valve, implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of seven (7) years, nine (9) month due to severe rheumatic mitral stenosis due to valve degeneration, mild-moderate mr, and severely restricted leaflet motion. The tmvr was performed successfully with a 26mm 9600tfx transcatheter valve. The patient was discharged on pod #2.

Manufacturer narrative:
H10: additional manufacturer narrative: updated h6 method code for additional code ¿ 4109 h11: corrected data: corrected b5 and b7.

Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 7300tfx pericardial valve, implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of seven (7) years, nine (9) month due to severe rheumatic mitral stenosis caused by surgical valve degeneration and severely restricted leaflet motion. The tmvr was performed successfully with a 26mm 9600tfx transcatheter valve. The procedure was facilitated by tip to base double reverse lampoon. The patient was discharged on pod #2.